Event description:
Customer performed a blood glucose test and received a result of 360mg/dl. The customer dosed normal amount of medication based on reading. A few hours later the customer passed out. Emergency medical technicians were called. The customer stated they tested blood glucose and received a result of 24mg/dl before passing out. Paramedics gave the customer an IV, their blood glucose result before paramedics left was 87mg/dl. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.